Event description:
Caller reported not noticing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue on their own earlier in the day by changing the infusion set and cartridge, and they successfully resumed insulin delivery.